Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system (sn (B)(4)) alarmed and displayed tcmid:06 (ce post failure) error message. No further information was provided. No known impact or consequence to patient.